Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump has corrupted history file with a47 alarms noted. The insulin pump passed self, a21 error and displacement tests. No unexpected a21 or a17 alarms noted. The insulin pump has cracked case at display window corners and battery tube threads and minor scratched display window.

Event description:
It was reported that the customer had a keypad anomaly on his insulin pump. Customer stated that the down arrow button was not working. Customer's blood glucose level was 92 mg/dl. Customer was trying to do a quick bolus. Customer also reported an unexpected restart alarm. Customer stated that the pump was stored or not in use for an extended period of time. The pump is not in the spanish language. Customer stated the alarm did not occur during normal use. It was explained that this is normal pump behavior. No troubleshooting was performed because customer is connected back to the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).